Event description:
The consumer reported that the therapy was not really helping the patient and they still had urinary issues since being implanted on (B)(6) 2016. It was indicated that the patient was seeing their healthcare provider every two weeks for adjustments. It was also mentioned that the patient had an ongoing infection. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.